Event description:
Pt using clinipad alcohol pad for 3 weeks to wipe site prior to injection with copaxona. Injection site infection; blistered, red and raw. Infection noted at injection sites which correspond to timeframe of use of clinipad alcohol pads, (not before, not after when using other pads). Antibiotic treatment (oral & ointment.)